Event description:
It was reported that the insulin pump is not delivering insulin properly. The blood glucose reading is over 600 mg/dl. Customer stated that the insulin pump has not alarmed. Customer has changed the site and reservoir, but continues to run high. Customer has treated with manual injection. Customer stated that he felt uncomfortable and hot. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.